Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient developed endophthalmitis five days following cataract surgery. The patient is improving. Additional information was received from the customer indicating an anterior vitrectomy was performed during the initial procedure. Postoperative antibiotics and corticosteroids were prescribed. The patient was referred to a retinal specialist who performed a intravitreal injection on (B)(6) 2017. A pars plana vitrectomy and iridectomy were subsequently performed on (B)(6) 2017. The surgeon indicated it is unknown the cause of the endophthalmitis, however, he does not feel the devices caused the event. It was reported that the inflammation has resolved.

Manufacturer narrative:
The customer reported a patient developed endophthalmitis five (5) days following cataract surgery. The patient had sudden worsening vision, hypopyon obscuring pupil, and intense fibrinoid reaction in anterior chamber. The patient was sent to a specialist. Additional information was received on a completed questionnaire. The customer noted that a patient had cataract surgery (B)(6)2017 and presented with symptoms of endophthalmitis on (B)(6)2017. The patient was a (B)(6)year old female with surgery on the right eye (od). The customer is not sure of the cause of the endophthalmitis. The patient has a history of diabetes. No retro bulbar block was performed. No intracameral lidocaine or lidocaine gel was used. The incision was a clear corneal temporal incision at 2.4mm with one side port. The wound integrity was intact. No sutures were required. There was a posterior capsule (pc) tear with vitreous loss. The surgery was forty three (43) minutes and was the first case of the day. The patient is improving with the endophthalmitis noted as cleared by (B)(6)2017. The patient had an anterior vitrectomy performed during the initial procedure. Postoperative antibiotics and corticosteroids were prescribed. The patient was referred to a retinal specialist who performed an intravitreal injection on (B)(6)2017. A pars plana vitrectomy and iridectomy were subsequently performed on (B)(6)2017. In the surgeon¿s opinion it is unknown what caused the endophthalmitis, however, he does not feel the device caused the event. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. The customer called the company representative to assist with troubleshooting. The customer confirmed that no actions were required at the time. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 22, 2013. Based on qa assessment, the product met specifications at the time of release. This is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report. As such, visual inspection or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters for this batch were verified for acceptability prior to release and re-examined after initiation of this complaint. As such, it has been determined that the parameters have met specifications. This is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report. As such, visual inspection or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters for this batch were verified for acceptability prior to release and re-examined after initiation of this complaint. As such, it has been determined that the parameters have met specifications. No angled polymer I/a tip was returned for evaluation for the report of endophthalmitis. Therefore, the condition of the product could not be verified. Review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report. As such, visual inspection or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. I/a products are 100% visually inspected during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The root cause of the reported issues is undeterminable. No samples were returned for this complaint. Without a sample, it is not possible to isolate the root cause. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the patient also experienced a tear in the capsule and vitreous loss.